Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the pump touch screen was unresponsive. There was no reported adverse impact to customer¿s blood glucose level. The customer reverted to an alternate method insulin therapy.